Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device was returned for inspection which found no concerns and met the manufacturer´s specifications.

Event description:
It was reported that during a coolseal trinity procedure on (B)(6) 2024, a coolseal trinity 30cm and coolseal generator were used during a thoracoscopic procedure on a child (6 years old, female), dissecting and sealing vessels. During the procedure it was identified that the patient was bleeding from a previously dissected and sealed branch of the pulmonary artery, and there were concerns of a potential seal failure. The patient suffered significant bleeding which could not be stopped, resulting in patient death. On a follow up email it was determined that the bleeding started 3 hours after the surgery began, major bleeding was encountered from a corner of a previously sealed and divided basal arterial branch. The procedure was a video assisted thoracoscopic lobectomy surgery. No pre-existent conditions were reported. Multiple steps were taken after the bleeding was observed to treat it, compression, tranexamic acid and blood transfusion. No other information was received.